Event description:
It was reported that the 9600 system c-arm shut down and rebooted itself three times during case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to restrap transformer to adjust to the room supply voltage. Transformer restrapped to the 110 volt range. The system was tested and found to be working as intended and placed back into service.